Event description:
Per the clinic, the patient experienced skin overgrowth and inflammation at and around the abutment site. The patient was placed under general anesthesia on (B)(6) 2020, in order to debride overgrown tissue and remove the abutment. The patient was treated with topical antibiotic ointment athe site following the surgical procedure. The implanted device remains.